Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - 2687 foreign body in patient.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. The date of the event is an approximation. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.